Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device. The patient alleged device was extremely hot to touch. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.